Manufacturer narrative:
The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Partial date of event provided (B)(6) 2019.

Event description:
Received a copy of the customer's medsun report from FDA which states, "patients pca machine stated "error" when attempting to discontinue pca therapy. The pump did not display medication delivered or doses and only said 1 2 delivered in channel c verified by two other rns at 1052. Patient states when he pressed button it did not beep or flash and the light did not dim. It appears patient did not get many of the doses that he would have been allowed to have." An incomplete date of event of (B)(6) 2019 was provided. The medwatch also stated that the event occurred in the critical care department.